Event description:
The customer stated that she was hospitalized due to a heart condition and a high blood glucose reading of 330 mg/dl. The customer was also having chest pain. The customer was experiencing high blood glucose levels for (B)(6). Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer's health care professional believed that the insulin pump was malfunctioning, and felt that the customer should upgrade. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.